Manufacturer narrative:
Additional information provided in b5, g2, and h6.

Event description:
Additional information received confirmed the reported event and that the patient noted the spark in the back right of the cycler. There was no damage to the plug. There was no other damage to other components noted as the patient did not use the cycler after it sparked. There was no observed flame, arcing along with burning smell, smoke and the smoke detector did not go off. The patient did not experience an injury as a result of the event. The patient completed treatment manually until they received their new cycler. The new cycler is working well and the patient is continuing treatment without issue. No further details provided.

Event description:
It was reported that the patient¿s liberty select cycler made a loud pop noise and sparks came from the back during preparation of their peritoneal dialysis (pd) treatment. The patient stated that the cycler was turned off and disconnected. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information received confirmed the reported event and that the patient noted the spark in the back right of the cycler. There was no damage to the plug. There was no other damage to other components noted as the patient did not use the cycler after it sparked. There was no observed flame, arcing along with burning smell, smoke and the smoke detector did not go off. The patient did not experience an injury as a result of the event. The patient completed treatment manually until they received their new cycler. The new cycler is working well and the patient is continuing treatment without issue. No further details provided.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Turn on/off test passed, voltage check passed, system air leak test, and valve actuation test passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed and completed without any problem. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.